Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient¿s thoracic wound was not healing as desired. The wound was washed out and appeared to be more superficial and not involving the leads. Additional information received from a manufacturer representative (rep). It was reported that the patient had drainage from the battery incision site. A pinpoint hole was noted. The wound was irrigated with antibiotics and the surgeon planned to attach a would vac to help with healing. No further complications were reported.